Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl and a high bg level of 524 mg/dl. The low and high bg causes were not known. The customer did not provide how they addressed the low bg; however, they delivered a correction injection to address the elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.